Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a decrease in pain relief. In turn, an x-ray was ordered and confirmed that the left s2 drg lead has migrated out of the epidural space. As a result, the patient may undergo surgical intervention later.